Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue event on (B)(6) 2026. The blood glucose level was 562 mg/dl, and treatment administered was a correction injection via multiple daily insulin injections. The occlusion occurred at the infusion set site. The insertion site was the abdomen. The issue occurred more than three hours after insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.